Event description:
It was reported that during follow-up of this implantable pacemaker, interrogation difficulty was experienced. Troubleshooting was performed and technical services (ts) discussed checking magnet response rate. No adverse patient effects were reported. The device remains in service. Additional information was requested from the local representative; however, no new information was received.